Manufacturer narrative:
Preliminary analysis results showed that the reported behavior on 13 july 2015 is related to a programmer software issue. Reportedly, during a new follow-up performed on 09 september 2015, it was not possible to re-program the parameters related to mv sensor.

Event description:
Reportedly, the device was implanted on (B)(6) 2015 and connected to the existing unipolar lead (non-sorin). During a follow-up performed on 13 july 2015, the pacemaker paced properly with a little high threshold. After several threshold tests, the v pacing was programmed to 5 v/1 ms. However, after re-programming the pacing mode from vvi to vvir mode, the device did not pace and the patient (pacemaker-dependant) went into asystole. It was not possible to reprogram the pacing mode to vvi mode again despite several attempts and the patient underwent syncope. Eventually, the physician selected the emergency button and forced the device to switch to nominal mode (vvi/70min-1).

Event description:
Reportedly, the device was implanted on (B)(6) 2015 and connected to the existing unipolar lead (non-sorin). During a follow-up performed on (B)(6) 2015, the pacemaker paced properly with a little high threshold. After several threshold tests, the v pacing was programmed to 5 v/1 ms. However, after re-programming the pacing mode from vvi to vvir mode, the device did not pace and the patient (pacemaker-dependant) went into asystole. It was not possible to reprogram the pacing mode to vvi mode again despite several attempts and the patient underwent syncope. Eventually, the physician selected the emergency button and forced the device to switch to nominal mode (vvi/70min-1).

Event description:
Reportedly, the device was implanted on (B)(6) 2015 and connected to the existing unipolar lead (non-sorin). During a follow-up performed on (B)(6) 2015, the pacemaker paced properly with a little high threshold. After several threshold tests, the v pacing was programmed to 5 v/1 ms. However, after re-programming the pacing mode from vvi to vvir mode, the device did not pace and the patient (pacemaker-dependant) went into asystole. It was not possible to reprogram the pacing mode to vvi mode again despite several attempts and the patient underwent syncope. Eventually, the physician selected the emergency button and forced the device to switch to nominal mode (vvi/70min-1).